Manufacturer narrative:
The subject device remained inside patient.

Event description:
It was reported that the patient underwent flow diverter stenting (subject device) of 5 portions of the left internal carotid cavernous vein body. Immediately postoperative imaging evaluation showed intra-flow diver stenosis (rate) 1-25% and parent artery stenosis (rate) 1-25% at the site of target cerebral aneurysm. The next day post procedure, the patient presented with contrast encephalopathy. The physician denied that it was related to subject stent device and that the amount of contrast agent used may have affected the patient. Steroids were administered for the contrast agent encephalopathy. 2 days post procedure, the patient had a hemorrhagic stroke on the treatment side. In the physician¿s opinion that the hemorrhage was from the infarction site due to a postoperative embolization, and that the possibility that the implantation of the subject stent device caused the stroke could not be ruled out. The patient had an outcome of recovering. No additional information available.

Manufacturer narrative:
Clinical signs code grid : updated - stroke and embolism/embolus have been added.

Event description:
It was reported that the patient underwent flow diverter stenting (subject device) of 5 portions of the left internal carotid cavernous vein body. Immediately postoperative imaging evaluation showed intra-flow diver stenosis (rate) 1-25% and parent artery stenosis (rate) 1-25% at the site of target cerebral aneurysm. The next day post procedure, the patient presented with contrast encephalopathy. The physician denied that it was related to subject stent device and that the amount of contrast agent used may have affected the patient. Steroids were administered for the contrast agent encephalopathy. 2 days post procedure, the patient had a hemorrhagic stroke on the treatment side. In the physician¿s opinion that the hemorrhage was from the infarction site due to a postoperative embolization, and that the possibility that the implantation of the subject stent device caused the stroke could not be ruled out. The patient had an outcome of recovering. No additional information available.

Event description:
It was reported that the patient underwent flow diverter stenting (subject device) of 5 portions of the left internal carotid cavernous vein body. Immediately postoperative imaging evaluation showed intra-flow diver stenosis (rate) 1-25% and parent artery stenosis (rate) 1-25% at the site of target cerebral aneurysm. The next day post procedure, the patient presented with contrast encephalopathy. The physician denied that it was related to subject stent device and that the amount of contrast agent used may have affected the patient. Steroids were administered for the contrast agent encephalopathy. 2 days post procedure, the patient had a hemorrhagic stroke on the treatment side. In the physician¿s opinion that the hemorrhage was from the infarction site due to a postoperative embolization, and that the possibility that the implantation of the subject stent device caused the stroke could not be ruled out. The patient had an outcome of recovering. No additional information available.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that on (B)(6)2022, the patient underwent flow diverter stenting of 5 portions of the left internal carotid cavernous vein body. Immediately postoperative imaging evaluation showed intra-flow diver stenosis (rate) 1-25% and parent artery stenosis (rate) 1-25% at the site of target cerebral aneurysm. On (B)(6)2022, the patient presented with contrast encephalopathy. Steroids were administered for the contrast agent encephalopathy. On (B)(6)2022, the patient had a hemorrhagic stroke on the treatment side. On (B)(6)2022, the patient had an outcome of 'recovering'. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment.

Event description:
It was reported that the patient underwent flow diverter stenting (subject device) of 5 portions of the left internal carotid cavernous vein body. Immediately postoperative imaging evaluation showed intra-flow diver stenosis (rate) (B)(4) and parent artery stenosis (rate) (B)(4) at the site of target cerebral aneurysm. The next day post procedure, the patient presented with contrast encephalopathy. The physician denied that it was related to subject stent device and that the amount of contrast agent used may have affected the patient. Steroids were administered for the contrast agent encephalopathy. 2 days post procedure, the patient had a hemorrhagic stroke on the treatment side. In the physician¿s opinion that the hemorrhage was from the infarction site due to a postoperative embolization, and that the possibility that the implantation of the subject stent device caused the stroke could not be ruled out. The patient had an outcome of recovering. No additional information available. Received additional information on (B)(6) 2024 that the baseline/pre-procedure parent artery stenosis rate in this patient was (B)(4).

Manufacturer narrative:
Section b5 executive summary - updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that on (B)(6) 2022, the patient underwent flow diverter stenting of 5 portions of the left internal carotid cavernous vein body. Immediately postoperative imaging evaluation showed intra-flow diver stenosis (rate) (B)(4) and parent artery stenosis (rate) (B)(4) at the site of target cerebral aneurysm. On (B)(6) 2022, the patient presented with contrast encephalopathy. Steroids were administered for the contrast agent encephalopathy. On (B)(6) 2022, the patient had a hemorrhagic stroke on the treatment side. On (B)(6)2022, the patient had an outcome of 'recovering'. Received confirmation from complaints intake centre on (B)(6) 2024 that the baseline/pre-procedure parent artery stenosis rate in this patient was (B)(4). As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment.